Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17016543 is 10885403235757. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that upon assessing the umbilical venous catheter, it was found that blood had backed up into the tubing. The line was flushed and the stopcock was noted to be leaking. A new bag and line set up was initiated and labs were drawn from this line and the line began backing up with blood again. The line appeared to be intact. It was determined that the stopcock was the origination of the problem and once the stopcock was changed the problem resolved.